Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) from another manufacturer exhibited high out of range shock impedance measurements. The device was reprogrammed from triad to distal coil to can and the plan was to perform defibrillation threshold (dft) testing. The lead remains in service. No adverse patient effects were reported.